Event description:
The ventricular lead was returned to the manufacturer after being explanted due to a suspected fracture. It was also reported that the ventricular lead was oversensing, with increased impedance and the lead integrity alert tripped. The lead subsequently tested out of specification, but the results do not meet the exemption criteria. The lead was capped and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and there was a connection intermittency. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.